Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a wound revision with a quarter size area over the device that appeared to be open. Lab work and a wound culture were both completed in work up for the procedure, but the results were not available. Physician elected to revise the pocket instead of explanting the system. Physician placed the device subpectoral in a competitor pouch, flushed the pocket with an antibiotic solution and closed the wound. The physician did not feel that the wound was related to the device. The patient was discharged and will continue to have the wound monitored in clinic.